Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date are not available. Concomitant medical products: addr01 ipg , implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced an infection and endocarditis. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the patient was found to have enterococcus faecalis bacteremia with a possible right atrial (ra) lead vegetation. The patient was treated with antibiotics but had a relapse of this bacteremia with the same bacteria. The patient subsequently had the implantable pulse generator (ipg) system removed.